Manufacturer narrative:
The reported event is not confirmed. The device was returned to the manufacturing plant for analysis. The device was analyzed and no defects could be identified. The batch record was reviewed. There was no nonconformances recorded in the manufacturing record. The cause of the reported event could not be established. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 08november2019 it ws reported to anika that during an injection, the monovisc syringe broke at the luer lock location. The needle gauge used was not reported. There was not negative impact to the patient or user. The syringe was returned to the manufacturing plant for evaluation.